Event description:
It was reported that this patient reported experiencing syncope. The healthcare provider (hcp) contacted boston scientific technical services (ts) to review the patient's pacemaker system data. Ts review indicated possible right ventricular (rv) loss of capture that would be consistent with the patient's syncope. Ts also noted a loss of sensing and rv undersensing observed on the presenting electrogram (egm) as well as stored episode egms. The patient was noted to be one hundred percent (100%) rv pace therapy dependent. The hcp was unable to determine if the surface electrocardiograms (ECG) were showing any rv loss of capture and indicated cardiology would be consulted. A boston scientific representative (rep) subsequently contacted ts two (2) days later and indicated there are odd looking signals on the rv channel, noting that sometimes the signals are normal morphology and sometimes they are not. In addition, there are some premature ventricular contraction (pvc) beats. The rv threshold was noted to be 0.8 volts and the rv lead has been in service since 2001. Ts review indicated the extra deflection observed matches the qrs complex observed on the surface channel, which suggests loss of capture or exit block. The threshold tests appear normal with a stable threshold. Subsequently the next day, the rv lead was surgically abandoned and replaced, and the pacemaker device was explanted and replaced due to normal battery depletion. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).